Event description:
Information received from the field does not address the patient's clinical status but notes that during a two-week post implant follow-up, bipolar lead impedance was at 280 ohms and unipolar lead impedance was <200 ohms. The lead will be monitored.